Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 600 mg/dl. The customer reported they also had diabetic ketoacidosis. Troubleshooting was performed. It was found that the customer has treated the high blood glucose event with the intravenous insulin infusion and diabetic ketoacidosis with hospitalization. It was unknown if the customer was using the pump within 48 hours of the reported event. The auto-mode feature was not active. It was also reported that battery cap was damaged and the customer tested positive for ketones. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0869 inches. The following were noted during visual inspection: minor scratched display window, scratched case, faded end cap address label and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump was received with a depleted energizer max alkaline battery installed. No damage noted on the original battery cap. There were no unexpected pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the pump history file (primary svn 000315782000). Please see below for the pump errors/alarms noted 1 week prior to the event date (B)(6) 2023. In the pump history file (svn 000315413963). (B)(6) 2023 21:10:28.000 battery removed (55). (B)(6) 2023 21:10:28.000 alarm alert notification (40); fault number: battery removed (84). (B)(6) 2023 21:20:00.000 alarm alert notification (40); fault number: battery removed (84). (B)(6) 2023 21:21:03.000 alarm alert notification (40); fault number: postresetramcrc alarm (23). (B)(6) 2023 21:21:27.000 alarm alert notification (40); fault number: battout limit (6). (B)(6) 2023 21:21:27.000 alarm alert notification (40); fault number: active insulin cleared fault (117). (B)(6) 2023 21:21:34.000 alarm alert notification (40); fault number: battout limit (6). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The test battery was removed and reinsert in less than 1 minute into the battery compartment. No unexpected pump error 23 or battery out limit alarm/power loss alarm noted during testing or after battery change. Pump error 23 not confirmed. Battery out limit alarm/power loss alarm not confirmed. Please see below for the pump errors/alarms noted 1 week prior to the event date (B)(6)2023. In the pump history file (svn 000315490576). (B)(6) 2023 21:06:00.000 alarm alert notification (40); fault number: no reservoir alarm (66). (B)(6) 2023 21:10:28.000 battery removed (55). (B)(6) 2023 21:10:28.000 alarm alert notification (40); fault number: battery removed (84). (B)(6) 2023 21:20:00.000 alarm alert notification (40); fault number: battery removed (84). 03/01/2023 21:21:03.000 alarm alert notification (40); fault number: postresetramcrc alarm (23). (B)(6) 2023 21:21:27.000 alarm alert notification (40); fault number: battout limit (6). (B)(6) 2023 21:21:34.000 alarm alert notification (40); fault number: battout limit (6). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The test battery was removed and reinsert in less than 1 minute into the battery compartment. No unexpected pump error 23 or battery out limit alarm/power loss alarm noted during testing or after battery change. Pump error 23 not confirmed. Battery out limit alarm/power loss alarm not confirmed. The pump passed the functional testing. Unable to confirm alleged dka/high bgs (hyperglycemia). Battery cap damage not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.